Event description:
A customer reported not receiving a confirmation check mark when loading a new cartridge on their insulin pump, despite having changed the cartridge and filled the tubing. There was no adverse impact to the customer's blood glucose level. Technical support guided the customer through the cartridge change process, successfully resolving the issue, and the customer resumed insulin without further assistance needed.